Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the patient's right ventricular (rv) lead had high/undefined pacing impedance, high rv impedance and high/undefined superior vena cava (svc) impedance. No intervention was completed, the lead will be replaced in the future. The lead is still in use. No patient complications have been reported as a result of this event.